Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 300mcg/ml at 80.10mcg/day via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported a motor stall, suspected telemetry state. The pump stall shows in the logs on the date the patient had an MRI and motor stall recovery shows in logs today when she interrogated the pump. The reporter accessed the pump reservoir and removed the expected residual volume. The patient did not report any withdrawal or problems with therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.